Event description:
It was reported that the physician's handheld was freezing during interrogation and diagnostic testing. It started about a year ago. A soft reset usually fixes the problem, but the screen freeze is occurring more often now. Troubleshooting was performed, but the problems persisted. Product was returned to manufacturer and underwent analysis. Upon analysis, no anomalies were noted and the device performed according to specifications.